Event description:
It was reported the device material separated and detached inside of the patient. The 60% stenosed, moderately calcified and tortuous target lesion located in the superficial femoral artery (sfa) to treat an occlusion. A amplatz super stiff guidewire was selected for a thrombectomy procedure. The distal section of the device material separated. The device was removed and no fragments were left inside of the patient. A different device of the same model was used to complete the procedure. No patient complications occurred.